Event description:
Reporter alleged obtaining the results of 354 mg/dl and 117 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he delivered a bolus of 7.0 units of novolog insulin through and insulin pump one hour and twenty minutes prior to the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were discarded, so no product will be returned for evaluation.